Manufacturer narrative:
The t:slim g4 user guide states, "always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 509 mg/dl due to an unknown cause. Bg level was addressed by delivering correction boluses via the pump and administering manual injections. During troubleshooting, air bubbles were observed within the luer lock connection and the time on the pump was found to be incorrect due to the customer not adjusting the time for daylight savings. The air bubbles were successfully removed by disconnecting the cartridge connection. Tandem technical support discussed factors that could cause an elevated bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.